Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, a patient experienced photophobia, black dots in vision, and matte vision in the left eye. The surgeon diagnosed the patient with uveitis. The patient is angiopathic in both eyes. The patient is using drops for treatment. The patient is feeling a bit better currently. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating jj visited site with (B)(6). Met with (B)(6) stated while he did discontinue implanting restor 2.5t0 nov 2018 he decided to implant another 2 patients early in 2019. One of those also developed inflammation and he has once again discontinued implanting restor 2.5t0. He continues to implant other alcon iols. Reviewed and discussed investigation. No single root cause has been identified. Discussed the multifactorial nature of post-operative inflammation. Informed him that the lots involved in his cases were distributed worldwide with few, if any, cases of inflammation elsewhere. With his cases there is a bimodal distribution of onset of inflammation which also implies a multifactorial nature. Dr. (B)(6) appreciated the visit and plans to continue using alcon lenses except for the 2.5t0. He will use panoptix as his primary multifocal. He will let us know if anything changes.